Manufacturer narrative:
The investigation determined that a discordant, non-reproducible and higher than expected vitros troponin I es result was obtained from a patient sample processed using vitros troponin I es (tropi es) reagent on a vitros eci immunodiagnostic system. The result was discordant compared to a troponin I result from a non-vitros system. A definitive assignable cause could not be determined with the limited information provided. A vitros tropi es lot 3181 reagent issue cannot be ruled out as a contributor to the event as no quantitative quality control data was provided to evaluate vitros tropi es lot 3181 performance prior to the event. However, ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros tropi es reagent lot 3181. Additionally, an instrument issue cannot be ruled out as a contributor to the event as precision testing was not conducted to verify the performance of the vitros eci immunodiagnostic system when requested. It was not possible to establish whether the customer was following the sample collection device manufacturer¿s recommendation for sample centrifugation. Improper pre-analytical sample handling could have contributed to this event. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed.

Event description:
A customer obtained a discordant, non-reproducible, and higher than expected vitros troponin I es result from a single patient sample processed using vitros troponin I es (tropi es) reagent in combination with a vitros eci immunodiagnostic system. The result was discordant compared to a troponin I result from a non-vitros system. Patient sample result of 0.186 ng/ml, versus the expected result of <0.012 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The non-reproducible, higher than expected vitros tropi es result was not reported from the laboratory. There have been no allegations of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number: (B)(4).